Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as a heat rash on the patient's back. The patient consulted a physician, who recommended to remove the lifevest. Follow-up indicated that the irritation had improved. Zoll is submitting this supplemental report to inform FDA that this MDR was submitted unnecessarily. After further review of the reported event, it does not meet the definition of a serious injury per 21 cfr 803.3(w). There is no indication of an injury/illness that (1) is life-threatening, (2) results in permanent impairment of a body function or permanent damage to a body structure, or (3) necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient reported a low severity skin irritation, which does not impair or damage a body structure or function. The initial MDR was submitted out of an abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as a heat rash on the patient's back. The patient consulted a physician, who recommended to remove the lifevest. Follow-up indicated that the irritation had improved.